Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. Investigation of the production records could not be performed because lot information was unavailable. Additionally, the malfunction and adverse events section of the instructions for use (IFU) lists: damage to a vessel, including possible vessel perforation. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A non-abbott guide wire was advanced through the 4 fr jb 1 catheter. The guide wire was then replaced with a 014 unspecified asahi grand slam guide wire. A 2.8 x 26 mm and a 3.5 x 26 mm graftmaster covered stent were implanted to from the proximal right hepatic artery through the existing covered stent into the proximal common hepatic artery. These two covered stents successfully treated the pseudoaneurysm. However, angioplasty was performed and angiography revealed severe spasm within the hepatic artery and right hepatic artery. Medication was administered to the patient which improved the spasm. The right common femoral artery was patent, and there was a chronic occlusion of the superficial femoral artery. The deep femoral artery was patent and there was significant collaterals from the inferior phrenic artery which reconstitute the right and left hepatic arteries. The patient was stable. However, the 2.8 x 26 mm graftmaster covered stent was expired. There was no adverse patient sequela reported. No additional information was provided. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 4.0 x 26 and 2.8 x 26 mm graftmaster devices referenced in describe event or problem are being filed under separate medwatch reports. The device is manufactured by asahi intecc company, however, the manufacturing site could not be determined because the product lot number was not provided. Abbott vascular distributes the device and is responsible for MDR reporting.

Event description:
It was reported that the procedure was to treat a perforation in the hepatic artery. On (B)(6) 2018, an ultrasound of the right common femoral artery was performed. Two 5 french catheters along with a glide wire, a non-abbott guide wire, a non-abbott microwire and an asahi grand slam guide wire were used. A 6 french sheath was then advanced into the right common hepatic artery with a non-abbott guide wire. A 4.0 x 29 mm non-abbott balloon expandable stent was then implanted in the common hepatic and proper hepatic artery junction. Then, arteriography was performed. The arteriotomy was closed with an unspecified closure device. The patient tolerated the procedure well; however, acute extravasation of contrast at the gastroduodenal artery was noted along with vasospasm and acute bleeding of the gastrointestinal area. The right hepatic artery remained patent with no evidence of stenosis or occlusion. Therefore, a 4.0 x 26 mm graftmaster covered stent was implanted on (B)(6) 2018 and sealed the perforation. It was reported that there was no extravasation of contrast noted, and the acute bleeding was resolved. However, a pseudoaneurysm then occurred in the hepatic artery. Therefore, on (B)(6) 2018, an intervention was performed with angiography performed throughout the procedure. The celiac trunk was patent, and the common hepatic artery was narrow. The previously implanted 4.0 x 26 mm graftmaster covered stent was narrowed and a pseudoaneurysm was noted in the common and proper hepatic artery. There was no severe extravasation of contrast dye that suggested active bleeding. It was decided to place two graftmaster covered stents proximal to the existing covered stent.